Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Event description:
The complainant reported that during support for 66-year-old male patient, the impella cp was not reaching adequate levels of flow. The pump was therefore explanted and a new pump was used. There was no harm reported.

Manufacturer narrative:
The investigation of low pump flow has been completed. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review.